Event description:
The customer stated that the device displays defib comm fail and a self-check fail messages upon power-up. The problem was observed during the customer's routine testing of the device and no pt was involved.